Event description:
It was reported the left wheel of the crfti wheelchair came off during use. The user subsequently fell to the ground and hit his knee on the asphalt. The user did sustain an injury; however, no medical attention was needed. The reporter alleged the wheelchair was examined by the provider, when it was noted that both rear wheels were left-sided wheels. The wheelchair has allegedly been repaired.